Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports intermittencies in sound when pressing on the area below the coil. There is no report of accident or trauma.

Manufacturer narrative:
(Exemption number e2015033). Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during device investigation are related to the removal surgery.this is a final report.

Event description:
The recipient reports intermittencies in sound when pressing on the area below the coil. There is no report of accident or trauma. The recipient_s sound quality with the device gradually decreased over the past 2 years.the recipient was re-implanted.